Event description:
Low shock impedance was identified to the subject lead. Reportedly the defibrillation system was ineffective.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.